Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated and perforated the uterus/perforation (uterus),") and device dislocation ("migration of essure device location of device: one coil migrated out of fallopian tube") in a 38-year-old female patient who had essure (batch no. 632026, 12401848, 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included uterine cervix stenosis. Concomitant products included medroxyprogesterone (depo provera) since 2009, metoprolol, micropil plus (femcon fe) since 2009, temazepam and venlafaxine. In 2009, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and libido decreased ("diminished libido"). The patient was treated with surgery (hysterectomy with bilateralsalpingectomy - removed 3 coils, tubes, cervix and uterus) . - removed 3 coils, tubes, cervix and uterus). Essure was removed in august 2016. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and libido decreased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: coils visualized in uterine cavity: r 4, l 3. Date of surgery:15apr2010-right side reinsertion - successful placement of coils; number of coils seen in intrauterine cavity: r 10. Diagnostic results: 2009, hysterosalpingogram (hsg), it showed 2 coils in one fallopian tube and 1coil in another coil lot number: 12401848 manufacture date: 2009/06 expiration date: 2012/04. Lot number: 632026 manufacture date: 2009/04 expiration date: 2012/04. Lot number: 700549 manufacture date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated and perforated the uterus/perforation (uterus),") and device dislocation ("migration of essure device location of device: one coil migrated out of fallopian tube") in a 38-year-old female patient who had essure (batch no. 632026, 12401848, 700549, 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis. Concomitant products included medroxyprogesterone (depo provera) since 2009, metoprolol, micropil plus (femcon fe) since 2009, temazepam and venlafaxine. In 2009, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and libido decreased ("diminished libido"). The patient was treated with surgery (hysterectomy with bilateralsalpingectomy - removed 3 coils, tubes, cervix and uterus) and surgery (hysterectomy with bilateralsalpingectomy - removed 3 coils, tubes, cervix and uterus). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and libido decreased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: 2009, hysterosalpingogram (hsg), it showed 2 coils in one fallopian tube and 1coil in another coil in. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, event s- menorrhagia, migration of essure device location of device: one coil migrated out of fallopian tube, diminished libido were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated and perforated the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (device removal). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.